Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 8/29/2014 under wo (B)(4) and shipped on 9/8/2014. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. (S/n (B)(6)) historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, the unit was found to be dirty. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was not functioning due to a dirty valve seal. Uptake of particulate material from a dirty doer and trapped moisture can contribute to enough accumulation getting trapped in the valve that it will prevent proper flow/function. The root cause is being attributed to end user handling error. *correction and/or corrective action the unit was cleaned, tested to specifications and returned to the customer. No further corrective action is necessary. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "trigger valve stays open". Repair tech stated "confirmed - valve seal dirty, bottle also dirty causing valve to stick open - cleaned main valve and bottle". Reference repair order (B)(4). 1216677-2021-00014, wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "trigger valve stays open" repair tech stated "confirmed - valve seal dirty, bottle also dirty causing valve to stick open - cleaned main valve and bottle" reference repair order # (B)(4). 1216677-2021-00014 wallach ultra freeze 900076 e-complaint (B)(4).